Event description:
Customer reports, missing segments on the compact plus meter, observed during trouble shooting. No adverse event reported. Requested return of suspect device and replacement was sent.